Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle was engaged to the handle. The sealant was protruding beyond the slit of the shuttle tube and blood was observed on the distal sealant. The advancer tube was found inside the shuttle cartridge. Further investigation revealed excess adhesive fillet around the distal edge of the proximal tamp lock. The tamp lock in question was subjected to the (B)(4) engagement test and the tamp lock failed to engage. The review of the lhr (lot f1326203) indicated that the device lot met all established performance criteria prior to shipment. Based on the provided information and the investigation performed, the probable root cause for the reported event could have been from the excess adhesive fillet/taper around the distal edge of the tamp lock preventing the advancer tube from properly engaging with the tamp lock.

Event description:
It was reported by the aci clinical specialist that a (B)(6) male patient underwent an interventional peripheral procedure on (B)(6) 2013. Access was obtained via a 6f cordis sheath. Peri-procedure the patient was anti-coagulated with heparin. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that upon reaching and confirming the balloon was abutting the arteriotomy, the physician decided to deliver the sealant and was unable to shuttle the device through the existing sheath completely. The physician thought the sealant was deployed so he marry the shuttle and handle together, only to realize the advancer tube was not visible. The physician deflated the balloon and removed the device. The patient was converted to 15 minutes of manual compression at which time hemostasis was achieved. The patient was ambulated and discharged to home the same day with no clinical sequela noted.